Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and no delivery alarm. Blood glucose level at the time of the call was 300 mg/dl. During troubleshooting for no delivery alarm customer blood glucose level went up to 460 mg/dl. Customer perform displacement test and test was passed. The insulin pump will not be returned for analysis.